Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose value of 488 mg/dl at the time of the incident. The customer was not hospitalized and called to inquired how to perform bolus without entering carbs. The customer stated they are not using a linked meter and changed the set and reservoir prior to calling in for help. Troubleshooting was performed and the customer was assisted in performing a bolus to correct the high blood glucose reading. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Nothing will be replaced or returned.